Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen would not turn on correctly; the colors were blue and grey. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; when the programmer turned on the screen was faded with a blue and gray tint; lcd (liquid crystal display) replaced to resolve issue. Analysis also found the screen would not stay in place; the lower display hinges were found out of mechanical specification. Broken tabs found on the power cord door.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.